Event description:
It was reported that during a thermachoice ablation procedure there was a temperature error with the catheter. The procedure was completed using another catheter but the procedure was delayed for 45 minutes. There were no pt consequences reported.